Event description:
The complaint is reported as: "the tip of dilator is kinked." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the tip of dilator is kinked." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for analysis. Potential signs-of-use in the form of what appears to be biological material was observed at the dilator tip. Visual analysis revealed that the dilator tip was split and frayed. The defect was consistent with damage as a result of undue force being applied to the dilator tip during an attempted insertion. The dilator body also contained a slight bend, which further supports the possibility that undue force was applied during insertion. The dilator length from the end of the hub to the tip measured 101mm, which is within the specification limits of 95.2mm-108.00mm per the dilator graphic. The dilator tip inner diameter could not be measured accurately due to the damage observed. The dilator outer diameter measured to be 2.86mm which is within specifications of 2.81mm-2.87mm per product drawing. A lab inventory guide wire with a diameter of .032" was inserted through the dilator. Little to no resistance was observed as the guide wire passed completely through the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. The distal tip was frayed and damaged. This appearance is consistent with undue force being applied to the dilator tip. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the tip of dilator is kinked." No patient harm reported. The patient's condition is reported as fine.